Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day". The patient's medical history included genital bleeding. Concomitant products included escitalopram, omeprazole, rizatriptan, sumatriptan, topiramate (topamax) from january 2014 to december 2019 and zolmitriptan. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2015 and (B)(6)2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted (unspecified), however no results were provided.; in (B)(6) 2015: total bilateral occlusion that the coils were in place and essure could be relied upon for birth control. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pfs received. New event added: dysmenorrhea (cramping). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 28-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day" on (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. The reporter commented: discrepancy noted in essure insertion date - (B)(6)2015 and (B)(6)2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted (unspecified), however no results were provided. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 28-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day" on (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted (unspecified), however no results were provided.. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: mr received : event " essure and ablation performed on same day", reporter added, previously reported event "hysterectomy\salpingectomy(bilateral removal of fallopian tubes)" updated to "menorrhagia." Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy\salpingectomy(bilateral removal of fallopian tubes)') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) conducted (unspecified), however no results were provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2020: plaintiff fact sheet received : case became valid and serious incident. Previously reported event injury to herself was deleted. Events added- hysterectomy/salpingectomy, reporter information added, patient dob added and date of removal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day". The patient's medical history included genital bleeding. Concomitant products included escitalopram, omeprazole, rizatriptan, sumatriptan, topiramate (topamax) and zolmitriptan. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). The patient was treated with surgery (hysterectomy (full) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia and vaginal haemorrhage had resolved. The reporter considered menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted (unspecified), however no results were provided.; in (B)(6) 2015: total bilateral occlusion that the coils were in place and essure could be relied upon for birth control. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: medical record received event abnormal bleeding (vaginal) was added. Outcome of event "bleeding" was updated as recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.